Manufacturer narrative:
Updated fields: b4, d9, e1(event site postal code), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings and investigation conclusions) h10. A getinge field service engineer (fse) states that a phone call revealed that pumping had stopped because an ECG had been input during internal triggering. As the device was functioning normally, it was determined that the customer had been using it incorrectly. The reported failure is not reproducible. H3 other text : a phone call revealed that the customer had made an operational mistake.

Manufacturer narrative:
Additional information received, decision tree was assessed and the reported event was determined not to be reportable.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) pump had stopped. There was no patient harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).